Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent to the event, biomed was able to duplicate the alleged malfunction. After second attempt to duplicate, device would not power up.